Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. The non-bsc guide wire was used to cross the lesion, and a 8mm x 2.50mm nc quantum apex balloon catheter was then advanced for pre-dilatation. The balloon catheter was initially inflated at 15 atmospheres and after, a second inflation was done at 15atmospheres. However, on the third inflation, the physician had a difficulty in performing ¿indentation¿ in the lesion and the balloon catheter ruptured at 18 atmospheres. The balloon was removed intact from the patient. The procedure was completed with a 2.5mm × 8mm non-bsc balloon catheter. No patient complications were reported and patient¿s status was good.